Manufacturer narrative:
The reported event was confirmed as cause unknown. Per the evaluation, the catheter was cut off into two pieces and a tear occurred at the bifurcation area. The surface was normal in appearance with the presence of a smooth and clear cut. The catheter shaft appeared to have been cut by a sharp tool i.e. Scissors that could cause the catheter to split into two and the tear at bifurcation area possibility occurred from some mechanical force applied. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. None of the conditions were evident on the sample. How and when problem occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that the catheter was broken at the bifurcation area when transferring the patient from bed to a wheelchair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was broken at the bifurcation area when transferring the patient from bed to a wheelchair.